Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Root cause was determined to be a cracked and shorted capacitor c181 on the user interface pc assembly. Physio replaced the device's user interface pc assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Upon evaluation of the device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.